Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient .

Event description:
The consumer reported that "poor communication" was seen on the patient programmer and there was no telemetry on the patient programmer with the antenna attached on (B)(6) 2016. The patient was able to communicate using the implantable neurostimulator recharger (insr). Unplugging the antenna and placing the patient programmer directly on skin over the implantable neurostimulator (ins) prior to synching the ins did not resolve the issue. It was also reported that stimulation was too high; the patient was unable to lower the amplitude since she was unable to connect with the ins using the patient programmer. The patient eventually turned off stimulation using the insr. It was also mentioned that the patient was using a transcutaneous electrical nerve stimulation (tens) unit, instead of the ins, to manage the pain. The reported symptoms of stimulation that was too high and pain began on (B)(6) 2016. It was noted that the patient had an appointment for reprogramming on (B)(6) 2016. The patient's indications for use included radicular pain syndrome(radiculopathies) and spinal pain.

Manufacturer narrative:
\A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the stimulation too high issue had resolved but the pain issue had not. It was noted that they were sent a new programmer (as theirs had stopped working) which worked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.